Manufacturer narrative:
A review of the device history record showed, the device had a manufacture date of 05/05/2020. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Root cause and investigation conclusion: the root cause of the customer¿s complaint of channel error code 242.4030 could not be confirmed. No product or device logs were returned for investigation. No further investigation of this event is possible at this time.

Event description:
It was reported, that there was a channel error code: 242.4030, during testing. There was no patient involvement. It was noted, that this was an out of box failure.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a channel error code: 242.4030 during testing. There was no patient involvement. It was noted that this was an out of box failure.